Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a gall bladder surgical procedure, the patient presented with high impedances on one lead. It was also reported that the patient was not received effective therapy with the other lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. It is unknown which lead had high impedances.  Effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.